Event description:
Novasure handpiece failed to initiate therapeutic procedure. A second handpiece was opened and the procedure was performed without complications. The generator passed its initial systems check both times.